Event description:
In 2007, the company received a report where it was claimed that the hub is separating from the tube during pt use. Replacement of the tube was required. This report is associated to the second occurrence on rp200707-0067 / 2936999-2007-00292.

Manufacturer narrative:
The customer report that the tube will be returned for evaluation, but has not been received at this time. If the sample is received, a summary of the investigation will be provided in a supplemental report.